Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in the supplemental report.

Event description:
The pt called alleging an error 2 message on the meter. The pt experienced symptoms of dizziness, loss of appetite, clammy and sleepy at the time of testing. He retested and received another error 2 message. He contact his md for medical advice and took insulin after attempting to use the meter. No info on whether the md treated the pt. Ccr was unable to resolve the error 2 message and sent the pt a new meter.